Manufacturer narrative:
Initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 pza kit patient samples are facing results of resistance to pyrazinamide. This has occurred several times. The following information was provided by the initial reporter: labs in different locations in brazil are facing results of resistance to pyrazinamide in the atcc strain that must always present sensitivity to the drug, problem occurred with the same batch# 2174010 , for every 15 tests carried out about 10 are giving resistant and retests of patients giving sometimes sensitive and sometimes resistant, laboratories must repeat the tests to avoid incorrect release, which also causes waste of material and time. 1. Were the samples analyzed on the instrument patient samples? Yes, both patient and control samples

Manufacturer narrative:
H.6. Investigation summary: mgit 960 pza kit batch 2174010 is composed of mgit pza batch 2123949 and mgit 960 pza supplement batch 2137386. The batch history record review for mgit 960 pza kit batch 2174010 was satisfactory. No quality notifications were generated during manufacturing and other complaints have been taken on this batch for performance but were also not confirmed. Bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). The batch history record reviews for mgit pza batch 2123949 and mgit pza supplement batch 2137386 were satisfactory, and no quality notifications were generated during manufacturing and inspection. The formulation processes were each within specification, and qc inspection and testing were satisfactory at time of release. Pza drug concentration is assayed and confirmed via susceptibility performance testing prior to release for sale. All testing for pza batch 2123949 was satisfactory. Retention samples from pza supplement batch 2138376 (12 vials) and pza batch 2123949 (8 vials) were available for inspection. The retention samples were performance tested for susceptibility per the standard performance procedure which is also described in the product insert and includes mycobacterium tuberculosis subsp. Tuberculosis h37rv atcc 27294. Atcc 27294 is expected to be sensitive to pza. All performance testing was satisfactory per procedures, including sensitivity for atcc 27294 as expected. No return samples or photos were received for investigation of this complaint. Retention sample testing was satisfactory. This complaint cannot be confirmed for a defect in mgit pza kit batch 2174010. Bd will continue to trend complaints for performance.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 pza kit patient samples are facing results of resistance to pyrazinamide. This has occurred several times. The following information was provided by the initial reporter: labs in different locations in brazil are facing results of resistance to pyrazinamide in the atcc strain that must always present sensitivity to the drug, problem occurred with the same batch# 2174010 , for every 15 tests carried out about 10 are giving resistant and retests of patients giving sometimes sensitive and sometimes resistant, laboratories must repeat the tests to avoid incorrect release, which also causes waste of material and time. 1.were the samples analyzed on the instrument patient samples? Yes, both patient and control samples.